Event description:
An impella 5.5 was inserted via the right axillary subclavian artery in a 74-year-old male who presented for high-risk percutaneous coronary intervention. The patient had known coronary artery disease and renal insufficiency and was supported with inotropes, vasopressors, and mechanical ventilation for respiratory support. The patient was classified as scai stage c. During support, a controller-related event was reported, characterized by a controller error and intermittent placement signal issue. The event was associated with hemodynamic instability, prompting clinical evaluation and management. Device revision or replacement was performed at the system level to address the reported controller-related issue and restore stable support. Following intervention, device function and hemodynamic parameters stabilized. Review of the event indicates that the controller-related error and placement signal issue were managed clinically and are consistent with recognized management scenarios during mechanical circulatory support. Comprehensive review did not identify evidence suggesting a causal relationship between the impella controller and the reported event. The patient survived.

Manufacturer narrative:
D4: the device serial number was not provided, UDI is unavailable. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.